Event description:
The customer reported an issue with the touchscreen of their pump, which was frozen and unresponsive, preventing interaction. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information, and the customer successfully reset the pump, resolving the issue.